Manufacturer narrative:
D1: product identifier is unknown d4: product ID <(>&<)> lot no. Are unknown g4: product identifier is unknown hence, 510k number is unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding an event which occurred post a clinical study (study name: ailliance) l3-4 spinal fusion procedure in a patient (clinical ID: 045218006) patient medical history: diabetes mellitus; hyperlipidemia; ankle surgery; cesarean section; knee replacement; ddd (degenerative disc disease); radiculopathy; spondylisthesis; spinal stenosis. It was reported that there was cage displacement; interval rotation and dorsal displacement of the intervertebral disc cage at l3-4 with displacement into the spinal canal. This led to prolonged hospitalization and patient required medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function. There were no further complications reported regarding the event.

Event description:
This event is being unreported as this is a duplicate event and a regulatory rep# 3006340236-2023-00032 has already been submitted to report this event. Supplemental reports will be submitted for regulatory rep# 3006340236-2023-00032 if any additional information is to be reported.

Manufacturer narrative:
Additional review of the event shows that regulatory rep# 3006340236-2023-00032 has already been submitted to report this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.